Event description:
Clinician was removing a hot pack device for the source device, a hydrocollator, when the hot pack threaded seam appeared to open. Once the seam released, the contents of the hot pack came into contact with the treating clinician's leg. The clinician did suffer a burn to the leg as a result of the device releasing the contents. The facility clinician reported that the treating clinician is expected to make a full recovery.

Manufacturer narrative:
Awaiting return and evaluation of device.